Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable and wall adapter. Customer reported blood glucose (bg) level was 395 (mg/dl). A bolus via the pump was delivered to address bg level. A replacement usb cable and wall adapter were sent to the customer. Follow up with the customer confirmed that the replacement charging supplies were able to charge the pump successfully.